Event description:
It was reported that 598 days post index procedure, the patient experienced a stent thrombosis (st) and a target vessel revascularization (tvr). The index procedure treated one target lesion. Target lesion 1 was 3.75mm diameter, 75% stenosed region of the proximal circumflex. Teh vessel was 12mm in length. The physician pre-dilated the lesion prior to placing one taxus 2.75x20mm stent without complications. Residual stenosis was 0% after deployment. The patient was discharged one day later on aspirin. On day 598, the patient experienced a st that was confirmed by angiography and/ir ivus. The patient underwent a tvr in which the physician placed a cordis stent. In the opinion of the physician, there was a probable relationship between the taxus stent, tvr and st. The event was resolved on day 599 and the patient was discharged on this day as well.